Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost nine years since the subject device was manufactured. Based on the results of the investigation, the device was returned with the biopsy channel still clogged. It was likely insufficiently reprocessed, and subsequently, the foreign material may have adhered to the device. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: operation manual 4.2 using endo-therapy accessories withdrawal of endo-therapy accessories: ¿ if the endotherapy accessory cannot be withdrawn from the endoscope, stop the procedure immediately and contact olympus without changing the position of the instrument. - no information was provided on the clogged stent. Reference: IFU of olympus stent pbd-1030,1031,1032,1033 series instructs the following. Retrieval of the stent: caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the due to clogging the camera head tube, the tube cleaning brush could not be inserted nor removed, collapsed, buckling, depressed, scratched, cut, deformed insertion tube, due to clogging of suction tube in control unit, suction volume does not meet the standard value, due to damaged charged couple device, the image had black dots, the objective lens had a chip, forceps elevator had foreign material, plastic distal end cover/probe cover had a scratch, adhesive on bending section cover is detached, connecting tube had coating peeling, due to wear of angle wire, bending angle in down direction and didn't meet the standard value, due to clogging of the camera head tube the forceps could not be inserted, switch one has a cut and image guide protector had a chip, protector on the control section side of universal cord has a chip, grip had a scratch scope connector cover had a scratch, right left knob had a stain, and up down knob had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope, had a stent stuck inside a biopsy channel while removing it from a patient and also reported wrinkles in the connecting tube. The issue was found during an endoscopic retrograde cholangiopancreatography procedure. The device was returned for evaluation. During the device evaluation, the forceps elevator and the biopsy channel had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.